Event description:
Healthcare professional reported a higher than expected patient result by an end user using a hemochron response and celite act tube system. The end user was monitoring the anticoagulation status of patient receiving heparin and scheduled to undergo an unspecified procedure. The target act for initiating the procedure was set at 480 seconds. The first result was >480 seconds as expected. During the procedure, a higher than expected patient result was reported using the hemochron response and celite act tube system. The tube was pulled from the instrument and the end user noted a clot had formed. A different lot of celite act tubes was used while the procedure continued. The end user again reported a higher than expected patient result and observed that a clot had formed in the tube after it was pulled. Facility performed electronic and wet quality control testing on both instruments and both testing passed. The procedure was completed without incident. No patient or adverse events were reported.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Process evaluation performed. Two ncmers were identified with this device, but were not related to the issue in this complaint. No current complaint trends were identified. Result: no results available since no evaluation performed. Conclusion: device not returned. During this procedure 3 instances where no clot was detected occurred with this device lot while used to monitor anticoagulation status on heparin treatment. This same malfunction was verified using a second hemochron response instrument. End user switched to a different lot of celite act tubes and they have not reported any further instances of this malfunction. Itc has requested all data required for form 3500a.